Manufacturer narrative:
(B)(6). Concomitant medical products: catalog number:00877502803, lot number:2804373, brand name: biolox delta head; catalog number: ep-200152, lot number: 290440, brand name: hip bearing unknown cup. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient sustained a ground level fall and underwent a revision and open reduction internal fixation of left femur shaft due to unstable left periprosthetic fracture. The posterior capsule was noted to be deficient on the superior half and the inferior half of the proximal femur and the sciatic nerve is encased in scar tissue. The femoral head, articulation bearing, and the stem were removed. The femoral component was removed without additional fractures and the fracture was reduced using 3 cables. Patient tolerated the procedure well. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient had a ground level fall and underwent a revision due to periprosthetic fracture approximately 4 months post implantation. Additional information on the reported event is unavailable.